Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 550mg/dl. The customer had no symptoms and treated with a manual injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 542 mg/dl at the time of the call. Troubleshooting found that the customer removed their sensor the night before which may have led to the high blood glucose. Customer also indicated sensor glucose and blood glucose differences but did not provide any detail. Customer declined high blood glucose troubleshooting as they knew the reason why it was high. No further details provided.